Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that the monarc sling was implanted in 2006 to treat stress urinary incontinence. The pt experienced dyspareunia requiring surgery and removal of part of the sling in 2010. Dyspareunia was again experienced and surgery and removal of more of the sling performed in 2012. The pt is still experiencing dyspareunia which is being treated with pelvic physical therapy.